Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed due to a shorted pld processor on the computer/analog board, causing additional damage throughout the monitor. The root cause for the shorted pld processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.